Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Cement damaged in shipping. Hospital refused receipt of package due to it being broken. Hospital security would not allow it in the facility due to the smell of broken cement liquid.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned and no photographs of the reported event were provided. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: there were no other similar reported events for the lot. Conclusions: the event was not confirmed as no devices or photographs were provided for review. Based on the information provided by the customer, the box was damaged and there was a smell coming from the leaking monomer liquid. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If product and/or additional information becomes available this investigation will be reopened.

Event description:
Cement damaged in shipping. Hospital refused receipt of package due to it being broken. Hospital security would not allow it in the facility due to the smell of broken cement liquid.